Event description:
On 08/04/2000, the facility's director materials management informed the MFR rep of the following: the product was missing components (i.e. Trocar, fixation device and instructions for use (IFU). It appears that either the incorrect product was ordered or sent; however, that was not very clear at the time of contact. The MFR's rep contacted the MFR's district sales mgr requesting he contact the facility for clarification. No further details were provided.